Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 375cc saline breast prosthesis, catalog #3502375, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 375cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was confirmed through an examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 22-jun-2020, the mentor failure analysis lab received the device for evaluation. On 27-jun-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. Two devices with the same lot number: (5965985) were received for analysis. During the visual evaluation of both samples, no apparent damage or anomalies were observed. Leak testing was performed on both devices in accordance with mentor procedures and no leak sites were detected. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-jun-2020, mentor received additional information about the event. The explantation date is on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).